Event description:
It was reported that the "pump does not work - probably the battery is depleted after 3 years and 8 months of use." The patient is currently awaiting a new device and no injury was reported. The pump contained the drug lioresal 0.5mg/ml.

Manufacturer narrative:
Catheter: model # unk, lot # unk, implanted on: unk, explanted on: unk.

Manufacturer narrative:
Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was later reported when the pump stopped the patient's spasticity returned; and the patient had to take oral doses of baclofen. Per the pump logs, a reset occurred and the pump was in safe state. It was further noted that "last week" the old pump was replaced and now the patient's spasticity was fully controlled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump and motor revealed feed thru anomaly.